Event description:
A bleeding complication occurred during an ion transbronchial lung biopsy targeting a left lung nodule. The patient, who has atrial fibrillation and takes eliquis, had discontinued anticoagulation 2 days before the procedure with normal pre-procedural labs. During cryo-biopsy, bleeding began and the patient's blood volume dropped, with blood emerging from the endotracheal tube while the physician worked to control bleeding and stabilize the patient. Cold saline and epinephrine were administered to achieve hemostasis. The physician attributed the bleeding to the nodule's proximity to highly vascular tissue. The physician reported that the procedure was completed; he may have taken another pass but had enough to biopsy. There was no issue with the ion system, instrument, or accessory occurred. The procedure was completed and the biopsy was undiagnostic. The patient was observed less than 24 hours and then discharged home.

Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.